Event description:
Healthcare provider (hcp) changed the drug in a patient's pump and programmed a bridge bolus; she then re-interrogated the pump a couple hours later to update the dose for the new drug. The session data report then read that a single bolus + simple continuous was running and a bolus dose of 200 mcg was delivered over the same duration that was originally programmed for the bridge bolus. The original bridge bolus dose was 400 mcg based on the 1000 mcg/ml concentration of compounded baclofen. The session file from the second update showed that the bolus was restarted based on what the hcp noted, only the bolus dose was being calculated from the new concentration not the old. Hcp planned to visit the patient's home at night to reprogram. Drug being delivered was lioresal (500 mcg/ml) and compounded baclofen (1000 mcg/ml). It was also added that no wrong buttons on the physician's programmer were pushed. As of 2011 (B)(6), patient was fine and had no undesired response. It was later reported that the need to do the bridge bolus was that the patient was new to the hcp facility and they were changing the drug from compounded baclofen to lioresal. The nurse had calculated a 33% concentration change and it was supposed to be 25%; the patient had been at the 33% change for six hours before this was realized. The patient was checked ten hours later and then the following saturday and was fine.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, (B)(4), implanted on : 2004 (B)(6), explanted on: unk; physician programmer: model: 8840, serial #: unk.